Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the heated breathing tube as part of a 900pt561 airvo 2 heated breathing tube and chamber kit had melted. It was further reported that a patient's mother was laying on top of the heated breathing tube. There was no reported consequence.

Manufacturer narrative:
(B)(4). Method: the complaint heated breathing tube as part of the 900pt561 airvo heated breathing tube and chamber kit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photograph provided by the customer and our knowledge of the product. Result: visual inspection of the provided photograph revealed that the heated breathing tube had melted. The customer further reported that a patient's mother was laying on top of the heated breathing tube. Conclusion: damage to the heated breathing tube was caused by the person laying on top of the heated breathing tube. All heated breathing tubes as part of the 900pt561 heated breathing tube and chamber kits are visually inspected and undergo functional tests, including soak and temperature, and heater wire resistance. The heater wires are 100% visually inspected using a camera system. The heater wires are also tested for resistance, continuity, polarity and pitch during production. Before the product leaves the line, a full functional test is conducted under load. The subject heated breathing tube would have met the required specifications at the time of production. The airvo system is designed to comply with the electrical safety standard iec 60601-1: 2005+a1:2012. The case is composed of a flame retardant material. The surface temperature of the heated breathing tube is within the limits specified by iso 8185 with regard to hot tube surface temperature not exceeding 44° celsius. There are many safety features incorporated into the airvo to prevent overheating and fire. These include: the heater wires in the heated breathing tube are coated with teflon, completely insulating them from the gas path. The pcb at the [patient] end of hose is over moulded with the thermoplastic polymer polypropylene, ensuring it is excluded from the gas path. The airvo contains a transient current detector, tcd. This tcd is tested on the production line. It is also checked by the control system when the airvo is powering up before each use. An 'over-temperature' sensor will automatically cut power to the motor, heater plate and heater wire if it detects any overheating. The airvo is constantly checking power in the heated breathing tube and turns the heater wire off if the measured power is too high. The airvo 2 humidifier user manual provides instructions for cleaning and maintenance including daily and weekly cleaning, followed by schedule for changing accessories, it also states: adding heat, above ambient levels, to any part of the breathing tube or interface, e.g. Covering with a blanket, or heating it in an incubator or overhead heater for a neonate, could result in serious injury. Use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply. "Appropriate patient monitoring must be used at all times." The 900pt561 user instructions includes the following, cautions and warnings: "never operate the unit if the breathing tube has been damaged with holes, tears or kinks" "do not block the flow of air through the unit and breathing tube." "Do not add heat to any part of the breathing tube e.g., covering with a blanket as this could result in serious injury."